Manufacturer narrative:
Eval: visual inspection found both haptics slightly bent. The cause of the bent haptics cannot be determined. The lens folded easily using folding forceps. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The root cause of the reported event cannot be determined. Inspection and test records indicate that the released lenses from this lot conformed to specs at the time of release.

Event description:
The surgeon reported that while attempting to insert a silicone li61aor intraocular lens, a capsular tear was noted. The lens was removed intra-operatively and a suture was placed to close the wound. Pt is doing ok. Add'l info has been requested, but has not been received.